Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a right femoral artery approach was used. The approach order began with the insertion of a 14 fr introducer sheath, followed by the catheter mounted sheath, and then a 14 fr introducer sheath. Subsequently, the valve and delivery catheter system (dcs) were inserted into the patient and the valve was implanted. Upon closure of the access site at the end of the procedure using a suture-mediated closure system, vascular damage was noted. Hemostasis became difficult. A cut down procedure was performed. Per the physician, the vascular damage likely occurred during semi-close which was performed at the start of the procedure using a suture-mediated closure system. The causal relationship between the vascular damage and the dcs is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID evolutfx-29 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2024; product ID l-evolutfx-2329 (lot: 0012192782); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.